Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer representative (rep)s on 2019-aug-15. It was reported that the device was explanted and was replaced on (B)(6) 2019. The explanted implantable neurostimulator (ins) was disposed. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-dec-10, information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implant able neurostimulator (ins) for chronic low back pain, radiculopathy and spinal pain. It was reported that the ins has been dead for 3 years. The patient said it helped when he had it, but he quit using it because he was better. The patient said his pain still isn't that bad and he thinks he will just have the system removed. The issue was reported to be resolved. On 2019-jan-09, additional information was received from the healthcare provider. It was reported that the neurostimulator (ins) no longer took a charge and that it was dead. It was unknown how long it has been since last recharged. The hcp was unable to put the ins in MRI mode since ins was dead. No symptoms reported. On 2019-jan-11, information was received from a patient reporting that stimulator has been inactive for some time, he talked to the hcp and they had discussed replacing it with a newer model. Patient is not sure that this is something that would be good him. Patient discussed the pros and cons of the new model. Patient asked if recharging would be difficult because that is the primary reason his ins has been inactive. Patient explained insr antenna placement had to be very accurate, within the width of half a pencil and he had to sit still for 4 hours or it would not charge, patient spent as much as three fourths of an hour just to place the insr antenna. Because of the difficulty, there were times it became totally drained and would not accept a charge. Patient stated that the insr antenna placement was an issue since the implant and the ins inactive/would not take charge issue occurred at least a year ago; an exact date was not provided. No symptoms were reported. Patient was redirected to their hcp and to the sources where they could find additional information. On 2019-aug-13, additional information was received from a patient via a manufacturer representative (rep) reporting that the patient¿s device was replaced. It was indicated that a different event occurred on (B)(6)2019, which was 5 days after their replacement, so the replacement likely occurred on (B)(6) 2019. No further complications were reported/anticipated.